Event description:
It was reported the bed exit alarm was not operating properly. The technician could not duplicate the alleged failure, no defects or malfunctions were found, and no correction required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device was evaluated by the distributor.